Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been on the insulin pump for about a month. Customer gave a bolus and it kept going up. Customer stated that she gave another bolus and she received a no delivery alarm. Customer changed out the site 3 times yesterday. Customer changed out the battery this morning. Customer stated that she took the pump off last night and took 100 units of lantus as per health care professional's instructions. Customer's blood glucose was 433 mg/dl. Customer's current blood glucose is 249 mg/dl. Customer expressed symptoms of high blood glucose such as headaches, feeling thirst, shaky, and fatigued. Customer treated with a manual injection of lantus. Customer performed the high pressure test and the pump failed the first time but received a no delivery alarm in the second run. Customer was advised that the pump was working as designed. Customer was hospitalized before she was on the insulin pump.